Event description:
Report received of patient getting inadequate results from therapy from implant in 2001. Device replaced in 2001 - complains of complication of "bladder asleep" post surgery. Follow up with hcp revealed patient never received expected result from either pump - history included - patient was started on mso4 in 2001 for pelvic pain and bupivicaine was added later. Clonidine was also mentioned as used at one time in the records in 2001. In 08/2002 patient was taken off mso4 and fentanyl and ropivicaine were put in the pump. Beginning 9/02 rate was increased. No record of "overdose" was indicated for 9/02 in hcp records. Doses were progressively increased at intervals from 50 mcg, 9/02 100 mcg with note of patient as "clear headed, no sickness but inadequate pain relief. Subsequent increases to 150 mcg to 200 mcg followed with inadequate relief of pain. On 9/02 family member of patient telephoned reporting patient was "sick" sleeping, vomiting etc. Patient was seen in the ER and the dose was reduced and patient was referred for possible infectious process evaluation. 10/02 patient reported sweating, blurred vision and feeling faint. Patient also had prn meds of dialudid and lortab, and methadone all during the time patient received intrathecal medication. Patient's hcp was reported to have moved from state and patient elected explant of pump in 2002 rather than work with a new physician. Hcp has not mentioned a bladder issue associated with pump. Patient never achieved result with pump that met satisfaction regardless of titrated dose and meds in pump. Patient's condition continues to be monitored.